Manufacturer narrative:
(B)(4). Batch # p56e37. One video was provided. Video received shows a piece of tissue, suture is using along a staple line, bleeding can be observed. Based on the video alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion., four pictures were provided; first picture shows a piece of tissue, with a staple line. Second picture shows a piece of tissue holding by hands, and a the proximal part of an anvil can be seen close to the tissue. Third picture shows a circular device, the safety lockout is engaged. Fourth picture shows a piece of tissue with a staple line, on a mayo table, with many devices around. Based on the picture alone no conclusion could be reached on how the reported event occurred. The analysis found that the ec60a device was received with no apparent damage and with eight cartridges reloads present. The cartridges reloads (b and I) was received fully fired with the cartridge deck damaged. The cartridges reloads (c, d, e and h) were received fully fired. The cartridges reloads (f and g) were received fully fired with the pan dislodged. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge b: ecr60d, n5713n, fully fired, deck damaged. Cartridge c, d and e: ecr60d, n5713n, fully fired. Cartridge f and g: ecr60d, n5713n, fully fired, pan dislodged. Cartridge h: gst60w, p55309, fully fired. Cartridge I: ecr60g, p55t8a, fully fired deck damaged.

Event description:
It was reported that during the resection of esophageal carcinoma with three incisions of neck, abdomen and chest, after fired with ec60a to make the tubular stomach, the tissue was oozing as the video shows, suture was used to sew the wound. During the esophagogastric anastomosis, after fired with cdh25a, found only with half of staple line(checked the device and surgical field, no staples remained), the patient was bleeding, suture was used to sew the wound and stop the bleeding without blood transfusion. The surgery delayed about 3 hours. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Additional information requested and received: was the post-operative care of patient changed due to the issues encountered with device? If so, please provide details. No.